Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-28. H6: investigation summary: bd received 100 samples from the customer for investigation. All samples were evaluated by visual examination and 1 cap the indicated failure mode for cap color variation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that prior to use with a bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes there was a different colored stopper in pack. The following information was provided by the initial reporter, translated from italian to english: there is 1 tube with a rust cap but with the labeling of the green tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes there was a different colored stopper in pack. The following information was provided by the initial reporter, translated from (B)(6) to english: there is 1 tube with a rust cap but with the labeling of the green tubes.